Event description:
It was reported the gastrointestinal videoscope image had occasional blackouts. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: there are indications of third-party repairs, which may have caused the reported event. In addition, the following reportable malfunctions were identified during the device evaluation: the contact of the electrical connector was not good should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated field: h4. This supplemental report is being submitted based on additional information provided.

Event description:
No additional information received from customer.